Event description:
The following has been reported: biomed reported: problem: pump problem. No harm of patient reported, nor an active infusion being stopped. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for investigation. When attempting to power on this unit, the air compressor can be heard attempting to charge the positive tank four times before a pump problem alarm occurrs. The log file review confirms the compressor is not able to fully charge the positive tank.

Manufacturer narrative:
Corrected section d to match gudid.